Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that before use a bd plastipak¿ concentric luer lock syringe was found with foreign matter as ¿many pieces of black rubber in the syringe surely coming from the plunger." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ concentric luer lock syringe was found with foreign matter as ¿many pieces of black rubber in the syringe surely coming from the plunger." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd plastipak¿ concentric luer lock syringe was found with foreign matter as ¿many pieces of black rubber in the syringe surely coming from the plunger." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer. Upon visual inspection of the returned sample, black spots of foreign matter were observed on the plunger component. The plunger was observed at 10x magnification and the black spots appeared to be degraded polypropylene particles, resulting from the molding process after a long stop occurred within the injection machine. Before the injection machine is restarted after a long break, it is purged and the first products are rejected until the material is acceptable. Injection machines are periodically subjected to maintenance and cleaning programs according to procedure. A device history record review did not reveal any non-conformance's during the production of lot number 1803245 that could have contributed to the observed defect. The cause for the defective product is most likely human error, as the unacceptable product was not correctly rejected upon the restart of the injection machine. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with molding process. In accordance, we conclude that the root cause of the problem was related with human error because first pieces were not correctly rejected until the material was acceptable. Based on occurrence, no formal CAPA is required at this time.